Event description:
A hospital reported that an chamber failed while being used on an infant-no alarm sounded and the circuit and cannula filled with water. The hospital reported that it took approx 1-2 minutes for the water to fill into the patient line. The forty-three week old baby reportedly went into respiratory distress and had to be intubated. It was also alleged that the feedset into the chamber did not look normal.

Manufacturer narrative:
Methods - no information to date. Results-investigation still underway, no results to date. Conclusions-no conclusion can be made at this time.